Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the lack of initial measurements of the native annulus, along with unknown patient factors, and the fair angle of the iia likely contributed to the pvl. The pvl was corrected with a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of the 26mm sapien xt in the aortic annulus, there was moderate paravalvular leak (pvl) observed. A second valve was deployed and the pvl was resolved. Initially, there were no annular CT measurements due to patient's renal impairment. Annular measurement via MRI was 5.1cm2. The patient was only under mac sedation with tte, therefore tee measurements were not available. The team was undecided between using a 26mm valve and a 29mm valve. The decision was made to do a bav with a 23 x 4 balloon, and determine the valve size based on bav results. The patient was converted from mac sedation to general anesthesia and was intubated as he was uncooperative/ moving on table. Bav was performed with aortic root shot and a 26mm valve was prepared. The 26mm valve was prepped in standard fashion with nominal volume (22cc). The valve was aligned 70:30 aortic/ventricular (a/v), which is the site¿s preferred placement. Ventilations were held, rapid pacing performed (no loss of capture), and valve was deployed as intended. Following deployment, tee showed moderate 2+ pvl, and a 70:30 a/v placement. The team chose to post-dilate adding an additional 1cc to atrion volume. Post-dilation occurred in standard fashion (respirations held, pacing), without improvement in the pvl on tee. It was then determined that a 29mm valve would be placed, with 2cc less volume slightly ventricular within first valve in an attempt to "seal" the leak ventricularly. A second valve, a 29mm, was prepped with 2cc less than nominal volume (31mm) on 29mm nf+ system. The valve was positioned just slightly ventricular (less than 1 cell) from first valve. The valve was deployed without complication. The pvl improved to trace- mild. The image intensifier angle (iia) was considered fair. The patient¿s calcification degree and native annular dimensions were unknown.